Event description:
It was reported that the implant had to be explanted due to an infection in the ear. There was an infection with (B)(6).

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. However, info has been received that the device was disposed of by the clinic and will not be returned for investigation. When available, an analysis will be submitted as a follow up report.